Event description:
It was reported that shaft break occurred. A 3.00mm x 12mm nc emerge balloon catheter was used for post-dilation. However, the shaft broke about halfway down while removing the device from the patient's body. The device was completely removed and no patient complications were reported. It was further reported that the shaft broke about 20-30cm from the hub and was completely removed from the patient's body.

Event description:
It was reported that shaft break occurred. A 3.00mm x 12mm nc emerge balloon catheter was used for post-dilation. However, the shaft broke about halfway down while removing the device from the patient's body. The device was completely removed and no patient complications were reported. It was further reported that the shaft broke 20-30cm from the hub and was completely removed from the patient's body. It was further reported via medwatch 3600840000 that the patient presented with a new onset of chest pain and was admitted for cardiac catheterization.

Event description:
It was reported that shaft break occurred. A 3.00mm x 12mm nc emerge balloon catheter was used for post-dilation. However, the shaft broke about halfway down while removing the device from the patient's body. The device was completely removed and no patient complications were reported.